Event description:
Medtronic received a report the cuff on the endotrach tube experienced inflation/deflation issues. Customer indicated there was no patient injury with this event.

Manufacturer narrative:
Corrected information: sex . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and it was observed the cuff deflated. A visual inspection was performed and it was observed it was observed the inflation line presents a cut. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the endotrach tube experienced inflation/deflation issues. Customer indicated there was no patient injury with this event.